Manufacturer narrative:
Correction/clarification from initial medwatch additional devices implanted and/or related to this event: stent graft contralateral leg. A review of the manufacturing records for these device's was not possible since the device lot/serial number was unavailable. Addition g3/g4.

Manufacturer narrative:
Additional devices implanted and/or related to this event: device lot/ serial number is not available. A review of the manufacturing records for these device's was not possible since the device lot/ serial number was unavailable. The UDI for these device's is not available since the device lot/serial number is unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, the follow up imaging revealed common iliac artery enlargement bilaterally. Distal type I endoleaks were suspected on both sides. Also, it was observed that the aneurysm had become slightly enlarged. On (B)(6) 2020, a reintervention was performed. An iliac branch endoprosthesis was implanted on the right side distally, and the left internal iliac artery was embolized as planned. A contralateral leg endoprosthesis was implanted on the left side distally. The patient tolerated the reintervention procedure.